Event description:
(B)(4) study. Same case as 2134265-2012-02167. It was reported that following a coronary artery treatment procedure the patient experienced a worsening of coronary artery disease. Lesion 1 was located in the mid left anterior descending (lad) artery with 90% stenosis and was 32.0 mm long with a reference vessel diameter of 3.0 mm. The physician treated with direct stent placement of a 3.00mm x 24mm and 3.00mm x 20mm taxus liberte stents (not overlapping). Following post-dilatation, residual stenosis was 0%. Lesion 2 was located in the proximal left anterior descending artery with 60% stenosis and was 40.0 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stenting using a 3.50mm x 38mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2010, a staged procedure was performed. Lesion 3 was a bifurcated lesion located in the distal right coronary artery with 90% stenosis and was 8.0 mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilatation and a 3.00mm x 16mm taxus liberte stent with 0% residual stenosis. Lesion 4 was located in the mid right coronary artery with 70% stenosis and was 8.0mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with pre-dilatation and a 3.50mm x 16mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient presented with dyspnea and was found to have ECG changes indicative of ischemia (new t-wave inversions in lead I and avl) and elevated cardiac enzymes (troponin I: 0.39 ng/ml, uln:0.2 ng/ml) and diagnosed with non st elevated myocardial infarction and acute pulmonary edema. Nitrates and bipap were initiated, however abg's revealed respiratory acidosis and the patient was intubated. Angiography revealed 90-95% stenosis between the two stents in the lad. The lesion in the mid lad was treated with a 3.5mm x 12.0mm taxus stent with 0% residual stenosis. There was no overlapping with previously placed study stents. Chest x-ray was unremarkable. The patient experienced acute renal insufficiency during hospitalization "presumably from acute mi and heart failure." The patient was aggressively diuresed with improvement in renal function and respiratory status. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).